Event description:
Philips received a complaint on the v60 ventilator indicating that the display was blank. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. A field service engineer (fse) went to the customer site to evaluate the device. The fse reset the display cable and connections, and then found that the device was working as intended. The fse handed the device back to the customer in a good working condition.